Event description:
It was reported that a user of an ilet insulin pump experienced persistent hyperglycemia, with cgm readings around 330 mg/dl for most of the day despite the device being on, containing insulin, and connected to a recently changed infusion set and cartridge, and with no device alerts. Symptoms included elevated blood glucose without reported acute clinical complications. Outcomes included no medical interventions, emergency treatment, or hospitalization. Investigation included technical support troubleshooting, review of device setup and use behaviors, assessment for infusion site or supply issues, and education on appropriate meal announcements. Investigation of this case revealed no device malfunction, no infusion set kinks or leaks, accurate cgm correlation with meter values, and potential contributory user behavior of announcing meals without eating to obtain additional insulin, with recent initiation of therapy noted. It was concluded that the cause of the hyperglycemia was unclear, the device functioned as intended, and user education on dosing behavior was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.